Event description:
It was reported that customer experienced repeated minimum fill notifications on pump and was unable to resume insulin delivery despite multiple attempts with several cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area, reloaded cartridges using proper technique with room temperature insulin and confirmed correct filling, storage, and cartridge condition, but issue persisted after trying about eight cartridges, so technical support escalated case, educated customer on off-label insulin use, arranged for pump replacement, instructed customer to use multiple daily injections as backup insulin therapy, and provided guidance on pump storage, return process, and setup of replacement pump.